Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to failed defibrillation threshold (dft) test. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for investigation.